Event description:
It was reported to ge that the cradle rotation drive had failed when a mechanical linkage broke as a result of driving the gantry into a movable console. This resulted in the possibility for the cradle to freely rotate to the rear. No pt was on the table at the time. No field incidents have been reported. This occurred on a demonstration system at general electric.